Event description:
Pt has a follow up with both primary and cardiologist in about 3 to 4 months, had a recent appt. He has been in the hospital about 4 to 5 times since july due to his defibrillator going off. He also had diverticulosis. Pt has had some difficulty with anxiety due to the defibrillator, both primary and cardiologist are aware and they told him it will take a while to work through it. Pt taking repatha.